Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 01-feb-2023, UDI#: (B)(4). Product ID: 977c165, serial/lot #: (B)(4), ubd: 30-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her device was ¿put in the wrong place¿ since implant. The patient clarified that she meant the leads were put in the wrong place and needed to be repositioned. The patient reported that she had an x-ray and her healthcare provider (hcp) told her that the leads ¿slipped.¿ the patient reported that there was ¿no way¿ the leads slipped because she laid in bed following implant and didn¿t do anything. The patient reported that the leads weren¿t put in the right place since implant. The patient reported that she was planning to have surgery to have the leads repositioned soon. The patient also reported that ¿right after¿ implant she was having ¿really bad rib pain.¿ the patient reported that she thought this was due to laying on the surgery table because of how small she is. No further complications were reported.